Event description:
The operator achieved arteriotomy closure with the perclose at (the closer ak) device following a diagnostic procedure. Angiography confirmed the access site to be in the common femoral artery, which was reported to be of "good caliber". The operator inserted, deployed and removed the device without difficulty. The knot was advanced and hemostasis was achieved. The positrimmer was inserted to lock the knot at the arteriotomy site. It was reported that "there was some difficulty in removing the device." Upon removal of positrimmer, pulsatile bleeding was noted. The operator reinserted the device to lock the knot again and upon device removal, a suture knot with tissue was seen to be entrapped in the end of the device. Manual compression was held and hemostasis was achieved. A femostop device was applied to the arteriotomy site per the physician's request. The pt's pulses were checked with a doppler device in the recovery area and peripheral pulses were found to be absent. The pulses were reported to be present prior to the procedure. A vascular surgeon was consulted and the pt was transferred to surgery for femoral artery repair. The tissue specimen removed from the positrimmer was sent to pathology for analysis. Following surgery, the surgeon reported that there was a thrombus at the arteriotomy site with arterial dissection. A "large plaque burden" was also noted at the arteriotomy site. It was reported that the pt tolerated the procedure well. Though requested, no additional info was provided.